Event description:
The physician was using perclose proglide to close the right femoral artery at end of the cardiac catheterization case. The suture on device broke during use. The site was examined and no suture pieces from the broken suture were left in the patient. No adverse outcome for the patient and right femoral artery was closed with other methods.